Manufacturer narrative:
Analysis of the catheter identified an occlusion of dried drug, blood, or foreign matter with no significant anomaly.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 248 mcg/day via an implanted pump for intractable spasticity. Other medications the patient was taking a the time of event included oral baclofen. The patient's medical history included spasticity. The patient complained of spasticity, sweating, and itching in (B)(6) 2016 (specific day unknown). There was an apparent catheter malfunction. The patient had increased spasticity, itching, sweating withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. X-ray showed apparent disconnect and they were unable to observe the catheter in the spine clearly. The catheter was removed completely and replaced on (B)(6) 2016 and would be returned. The issue was resolved at the time of this report and the patient's status was alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.